Event description:
It was reported that bd luer-lok¿ syringe sterile, single use leaked at the connection site. The following information was provided by the initial reporter: "nicu nurses have noticed leaking between the 3 ml syringe and the maxzero on our medication tubing (mz9267)."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use leaked at the connection site. The following information was provided by the initial reporter: "nicu nurses have noticed leaking between the 3 ml syringe and the maxzero on our medication tubing (mz9267)."